Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event that occurred during use for a patient implanted with a rod-screw construct and connection from rod to rod through the mrc connector was loosened. Patient medical history: smoker, diabetes type 2, hypertension, degenerative spine syndrome, rheumatism. It was reported that the screw was a little deeper, possibly creating shear forces. During the revision surgery, the screw was corrected, new rods were implanted, and rods were connected to the mrc connector. Product will be returned, and it was replaced with a medtronic product.

Manufacturer narrative:
H3: product analysis: 5540430; lot no. H5590153 it is possible that if the rod is not fully seated into the bone head then the proper clamping force is not applied and the set screw will back out. H6: method codes and result codes are updated d4: product identifier information was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.